Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)   and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that a skin irritation causing redness, pain and itching had occurred while wearing the pod for longer than 48 hours at the infusion site (arm). The patient went to their primary care provider where they had been seen by a nurse practitioner. The patient was prescribed an antibiotic and told to use over the counter hydrocortisone and neosporin. The patient was at the primary care office for 15 minutes.